Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection was conducted and confirms that the ball bearing, sleeve, spring and spiral retaining ring all separated from the device. All pieces were returned for evaluation. This device was manufactured in 2012. The device exhibits signs of significant use and wear. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during the case, the surgeon was using handle and it broke apart. Device broke inside of the patient. S+n backup device was available and it happened during primary surgery. No injuries or delays reported.

Event description:
It was reported that during the case, the surgeon was using handle and it broke apart. Device broke outside of the patient and no pieces fell into the wound. S+n backup device was available and it happened during primary surgery. No injuries or delays reported.